Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device battery voltage was 2.97v on (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The battery voltage was 2.98v with longevity estimation of 3.2 years and dropped to 2.95v with longevity estimation of 2.2 years within 3 months. The physician inquired why the battery depleted so fast. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.